Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and a completed questionnaire was received on 04/22/2013. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a pt had an unexpected outcome. The target was -1.00 and the postoperative refraction was +1.50. Additional information was received from the surgeon reporting the event will resolve without treatment. In the surgeon's opinion, it is unknown if the device caused or contributed to the event.